Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found mid-stent damage, with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 104.4cm distal from the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was pulled out and the stent was still mounted on the balloon. However, after retrieving the stent, it was noted that the stent struts came off the balloon. The procedure was completed with a non-bsc stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was pulled out and the stent was still mounted on the balloon. However, after retrieving the stent, it was noted that the stent struts came off the balloon. The procedure was completed with a non-bsc stent. There were no patient complications nor injuries reported.